Event description:
It was reported that a user experienced intermittent signal loss with a dexcom g7 continuous glucose monitor (cgm) while using the ilet, characterized by no glucose reading displayed and prompting education on fingerstick and calibration. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no impact to blood glucose and no need for medical intervention. User support included complaint intake and troubleshooting with education on calibration and backup testing. Investigation of this case revealed that a loss of communication between the cgm sensor and display device was suspected, with no device malfunction of the ilet confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user education required regarding cgm signal loss management and calibration in the absence of a glucose reading.